Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked when using the needle core, the isolation plug leaks blood. The sample cannot be returned, and photos are provided; green claims are required, and a complaint reply letter and a receipt letter are required.

Manufacturer narrative:
1. The customer did not return samples and photos. 2. Production record check (lot#4052079): 1) this batch of products will be assembled in jingma automatic line 4 in april 2024 and packaged in r240 packaging line and cfs packaging line in april 2024, with a work order quantity of (B)(4) pieces. 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications. 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards. 4) in the production process, there is no non-conformity, deviation or rework behavior. 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed, no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of product specifications. The factory has launched CAPA to track and investigate the root cause.

Event description:
No additional information is available.